Manufacturer narrative:
Based on the device inspection results and internal risk summary tool, this supplemental report is to inform that upon further review this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was noted that the camera wasn't displaying the image due to a faulty cable unit. This cable unit was replaced, tested, and is currently in the process of final inspection before being returned to the customer.

Event description:
As reported, the hd camera head would not display the image during preparation. The initial reported confirmed that the device is typically stored in a sterile storage area and the procedure was completed using another camera. There was no reported patient harm from this event.